Event description:
A malfunction was reported by the customer, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again and confirmed understanding of the instructions.